Event description:
It was reported that this right ventricular (rv) lead exhibited noise on both the pace and shock channels and associated oversensing on the pace channel. The patient received one (1) burst of antitachycardia pacing (atp) therapy but no inappropriate shocks. In addition, the lead exhibited high out of range pace and shock impedance measurements of greater than 3000 ohms and greater than 200 ohms, respectively. The boston scientific representative (rep) indicated that oversensing was able to be recreated with pocket manipulation testing. The patient was playing golf the last three (3) days but there were no incidences of patient falls or trauma to the area. It was also noted that there was no electromagnetic interference (emi) or patient surgeries that have occurred. In response, the patients implantable cardioverter defibrillator (ICD) device was programmed off, they were provided with an external defibrillator vest to wear and were scheduled to come back into the clinic to see the electrophysiologist (ep). The rep noted that the ep believes the lead is fractured and that it is unlikely that the lead has pulled out of the device header as they would have expected to see issues sooner on this system that was implanted approximately two (2) years ago. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.